Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one sample was returned for evaluation. The sample shows the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4290084. Conclusion: cannulae are manufactured by rolling strips of metal into tubes and then welding the seam. It appears that this section was not welded.

Event description:
It was reported that the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle leaked during use due to a small hole in the tubing. No injury or medical intervention was reported.